Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: device availability: the device availability date was incorrect in the initial report. The date has been updated from 12/11/2018 to 12/21/2018. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. A visual and functional assessment was performed which found that the unit was functional. It was further observed that ¿vet¿ was lasered on the casing. During service/repair, it was determined that the device had corroded components and the surface of the motor was rusted. It was determined that the issues were consistent with improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record review: a review of the device history record was performed which indicated that the device passed all manufacturing and test requirements at the time of manufacture and there were no non-conformances detected that was related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once quality engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the small battery drive device stopped working. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no human patient involvement as this device is for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.